Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. Vascular access was obtained via radial artery. The target lesion was located in the severely tortuous and "diffused" calcified unspecified vessel. A 15mm x 2.25mm nc quantum apex catheter balloon was advanced to dilate the target lesion but in an unspecified atmospheric pressure, the physician noticed that the balloon ruptured. The procedure was completed with another of the same device and no patient complication was reported. The patient's condition was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the apex catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 2mm from the proximal end of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. Vascular access was obtained via radial artery. The target lesion was located in the severely tortuous and "diffused" calcified unspecified vessel. A 15mm x 2.25mm nc quantum apex catheter balloon was advanced to dilate the target lesion but in an unspecified atmospheric pressure, the physician noticed that the balloon ruptured. The procedure was completed with another of the same device and no patient complication was reported. The patient's condition was stable post procedure.